Manufacturer narrative:
The event occurred (B)(6). No information was provided for compact plus system 2. Strips not available for return.

Event description:
Caller reported blood glucose results of 20 mg/dl on compact plus system 1, 141 mg/dl on compact plus system 2 within 10 minutes. No information was provided for compact plus system 2. No adverse event was reported. Strips not available for return.